Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia over three consecutive nights, with a documented low of 50 mg/dl, and the ilet alerted to the low. Symptoms included sweating and feeling nervous. Outcomes included self-treatment with oral carbohydrates such as glucose tablets and sweet bread, with no need for outside assistance or medical intervention. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed that the cause of hypoglycemia was unclear and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.